Event description:
It was reported that during set up of the homechoice (hc) for the therapy, one of the supply bags had disconnected and the hp reconnected the bag in order to finish priming the hc. The reason for the supply bag disconnecting was that the hp did not tighten the bag securely enough when setting up the hc. The hp ended the therapy. The hp was able to perform the therapy at a later time without any issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is report for connection issue, where the home patient (hp) reconnected a disconnected bag in order to finish priming the homechoice (hc). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.